Manufacturer narrative:
This device is used for treatment, not diagnosis. Information obtained from receipt of device and catalog #. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the screw were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records could not be completed as the lot number was reported as unknown. Heavy intraoperative mechanical force may have contributed to the damage of the thread. No product fault could be detected. Placeholder.

Event description:
This is report 1 of 1 for complaint # (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a 2.4 mm va locking screw would not lock into the plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.